Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that there was crack on the back of the insulin pump. Moisture that was trapped behind the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.